Event description:
The customer tested at 102 mg/dl and 2 minutes later tested 188mg/dl on the same device. No adverse reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.